Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicated a commanded shock was delivered and high out of range shock impedance measurements continued to be observed. The pocket was reopened to revise the lead. This lead was surgically abandoned and successfully replace. No additional adverse patient effects were reported.

Manufacturer narrative:
The available information suggests that this implantable cardioverter defibrillator (ICD) lead remains in-service. This investigation will be updated should further information be provided.

Event description:
It was reported that this boston scientific representative contacted boston scientific technical services on (B)(6) 2019. The technical service consultant was informed that there has been a gradual rise in shock lead integrity and is now greater than 200 ohms. Sensing, thresholds and impedances values are within normal range. The technical service consultant discussed performing a synchronous maximum energy shock. If the recorded value is greater than 125 ohms, the lead should be explanted and replaced.